Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing. The patient will return to make the necessary adjustment, in the cardiologist clinic. No patient consequences were reported.

Event description:
New information notes that the patient presented to the clinic and no other alerts for oversensing have been observed. The patient condition is stable. Device remains implanted.